Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed to charge. On the second attempt, the device shut down inappropriately. Complainant indicated that there was no patient involvement in the reported malfunction.